Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral regurgitation (mr) appears to be due to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2022, a clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. One clip was implanted, reducing mr to 1. Then the next day on (B)(6) 2022, it was discovered that the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 3+. Additional treatment was not performed. The patient will remain hospitalized until the next course of treatment is determined. No additional information was provided.